Event description:
On (B)(6) 2010, I had an elective refractive eye surgery at (B)(6) and did not receive the custom lasik procedure I paid for. On (B)(6) 2010, (B)(6) of (B)(6) personally gave me a written price quote to have a custom lasik procedure performed at his facility. The price quote specifically listed the procedure as custom lasik. There was no mention of conventional lasik or any other procedure on this document. There was also no mention that the procedure could or would be changed w/o my consent. Multiple doctors who have reviewed my operative reports from (B)(6) 2010, have verified that I did not receive a custom lasik treatment. The conventional lasik treatment I rec¿d on (B)(6) 2010, was performed w/o my knowledge or consent. The doctors responsible for my care and surgery were (B)(6) of (B)(6). The timeline of events does not support that both the optometrist and ophthalmologist were in agreement on the procedure that would be performed at time I was given the price quote specifying custom lasik. Therefore, I was given a quote that misrepresented the procedure I would receive, there was a gap in the documentation and communication between (B)(6) ensuring that I would receive the custom lasik procedure I was quoted to receive, or changes were made to my treatment plan w/o my knowledge or consent. Regardless, I did not receive the procedure I paid for. The following info should be provided and questions should be answered: dr (B)(6) should provide a copy of either price quote that was distributed to me on (B)(6) 2010, or a copy of the price quotes that he or his staff were distributing during the time frame of (B)(6) 2010. This will indicate if dr (B)(6) provided unique quotes custom vs. Conventional lasik to pts based on his assessment of their health, or if he provided a single version of the quote to all pts that only specified custom lasik as the procedure, indicating that pts, including myself, did not receive the procedures we expected to receive and paid for. The quote provided to me by dr (B)(6) had a unique detail that I will disclose separately which could help indicate if the quotes provided by dr (B)(6) in response to this complaint are indeed the same as provided to me on (B)(6) 2010. Did dr (B)(6) have authority to specify which procedure I would receive as a pt custom lasik vs. Conventional lasik w/o dr (B)(6)'s concurrence? If dr (B)(6) had authority, how did he communicate to dr (B)(6) that I was to receive custom lasik and not conventional lasik? Is there documentation of this communication? If dr (B)(6) did not have authority to specify the procedure I would receive, why did he give me the price quote (B)(6) 2010 that specifically stated that I would receive a custom lasik procedure? What date did dr (B)(6) agree on the procedure I would receive? Why did dr (B)(6) perform a conventional lasik treatment when the quote I was given by dr (B)(6) specified custom lasik? Why did they not communicate any changes to the treatment plan to me and request my consent prior to performing a procedure other than custom lasik? There was no valid reason for (B)(6) to deviate from the quoted treatment plan of custom lasik w/o my knowledge or consent. It was not as if this was a life saving procedure that would have warranted a deviation from the quoted procedure. This was a completely elective procedure with an indefinite amount of time to discuss potential options. Dr (B)(6) did not do this. (B)(6) deviated from the procedure I paid for w/o my knowledge or consent. My life altering decision to have surgery performed at (B)(6) was based off of info provided to me by (B)(6) that indicated I would receive custom lasik. (B)(6) and his staff have continually refused to provide to me with a copy of the price quote they gave me, as they were aware that the quote provided to me on (B)(6) 2010 specified custom lasik and this document will be presented as evidence against them. I now wear a (B)(6) pair of custom made scleral lenses to help correct my vision and to help prevent the recurring corneal erosions that are a result of having lasik complications. I paid for these lenses out of pocket as my medical and vision insurance did not cover such costs. I am now faced with a lifetime of vision complications and the significantly increased cost of my vision care. I also have the added burden of continued mental health care due to the severe depression I have suffered from for over two yrs as a direct result of having my vision damaged and my lifestyle and career options being limited. I had no prior history of vision problems, depression, or any mental health concerns prior to having my vision damaged. I am unable to perform all of my job duties due to my poor vision. I am only (B)(6) and must be able to continue working for many yrs before being eligible to retire. Please consider there is a real person filing this complaint. I had goals that I can no longer achieve and hobbies I can no longer participate in as a direct result of the surgery they performed that I never agreed to. I have a wife I have been married to for over ten yrs. We had plans together that have been derailed. My damaged vision has had an effect on us that is impossible for me to convey. I am unable to escape from my damaged vision. It interferes with every aspect of my life. My night vision has been ruined with halos, starbursts, glare, and multiple images. I must also travel frequently as part of my job. I am losing the ability to safely drive at night which limits my travel arrangements. Prior to receiving conventional lasik at (B)(6), I had worn cheap, disposable soft lenses for more than 15 yrs and never had one single issue with my vision or eye health. Or missed one single day of work due to my vision. I could have been seen by any optometrist and picked up a box of lenses the same day. My treatment is now¿